Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of outflow graft obstruction and inflow cannula obstruction could not be confirmed as no images were submitted for review and the device remains in use. Additionally, analysis of the log files that were provided by the account confirmed low flow events. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal event could not be conclusively determined through this evaluation. The system controller event log files contained events from 20jul2024 through 30jul2024 and 20jul2027, per the timestamps. Multiple, low flow hazard alarms were captured throughout the file. Additionally, a driveline disconnect was captured on 30jul2024, consistent with the reported system controller exchange. Low flow events continued after the controller exchange. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The account declined to provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at 16:00, the patient was brought to the hospital for urgent evaluation by ambulance due to frequent low flow alarms and being unconsciousness at home. The patient was placed on extracorporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump (iabo) due to sudden low flows between 1.5 and 1.9 liters per minute (lpm). A system controller exchange was performed in transit but there was no change in flow. The event log files captured intermittent low flow events on 30jul2024 at 16:09. The low flow events became more frequent in a matter of minutes with a flow below 2.0 lpm. The pulsatility index (pi) became non variable and noted to be in the 1.9 to 2.0 range which was indicative of a pump obstruction. Results also showed that outflow graft and inflow cannula were suspected to be occluded, and contrast computed tomography (CT) showed outflow graft stenosis. The same day, an emergency operation was performed; the bend relief was incised, and a seroma removed. Flow recovered immediately, and the ECMO and iabp were removed the following day. The degree of sequelae was unknown due to sedation management. The event log files of the new system controller captured its connection on 30jun2024 at 16:51 and continued to capture low flow events with the flow between 2.4 to 2.5 lpm. The pi values were still non variable and noted to be in the high 1 to 2 range. The event log files also noted backup battery (ebb) faults due to an expired ebb.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of outflow graft obstruction and inflow cannula obstruction could not be confirmed as no images were submitted for review and the device remains in use. Additionally, analysis of the log files that were provided by the account confirmed low flow events. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-016436, and the reported syncopal event could not be conclusively determined through this evaluation. The system controller event log files contained events from 20jul2024 through 30jul2024 and 20jul2027, per the timestamps. Multiple, low flow hazard alarms were captured throughout the file. Additionally, a driveline disconnect was captured on 30jul2024, consistent with the reported system controller exchange. Low flow events continued after the controller exchange. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The account declined to provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for mlp-016436 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, "surgical procedures," also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of outflow graft obstruction and inflow cannula obstruction could not be confirmed based on the provided information; however, review of the submitted log files confirmed the reported low flow events. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of a stroke with neurological dysfunction could not be conclusively established through this evaluation. It was reported that the patient was brought to the hospital for urgent evaluation by ambulance due to frequent low flow alarms and being unconscious at home. The patient was admitted on (B)(6) 2024 and was placed on extracorporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump (iabp) due to sudden low flows between 1.5 and 1.9 liters per minute (lpm). A system controller exchange was performed in transit but there was reportedly no change in flow. The outflow graft and inflow cannula were suspected to be occluded, and contrast computed tomography (CT) showed outflow graft stenosis. The same day, an emergency operation was performed, the bend relief was incised, and the seroma was removed. Flow recovered immediately, and the ECMO and iabp were removed the following day. The degree of sequelae was unknown due to sedation management. The account also indicated that the patient experienced symptoms of stroke with a coma and neurological dysfunction. Hypoxic encephalopathy was also noted as a detail of the event. The patient was treated with an additional anticoagulant at the time of the event. The account noted that there was an association with these events and the device. The patient's admission reportedly lasted through 03mar2025. The system controller event log files contained events from 20jul2024 through 30jul2024, per the timestamps. Following 15:43 on 30jul2024, a sudden decrease in estimated flow was observed. Estimated flow values decreased to as low as 1.3 liters per minute and multiple low flow hazard alarms were captured. Additionally, a driveline disconnect was captured on 30jul2024, consistent with the reported system controller exchange. Multiple low flow hazard alarms were captured following the controller exchange. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until undergoing heart transplantation on 09mar2025. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook, are currently available. The IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including stroke. This IFU also addresses all pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This IFU also explains that changes in patient condition can result in low flow. The IFU contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This IFU also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. The IFU provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in the IFU. Additionally, the IFU instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This IFU also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The IFU and patient handbook address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced hypoxic encephalopathy and stroke on (B)(6) 2024. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
H6: health effect - clinical code corrected no further information was provided. The manufacturer is closing the file on this event.